Event description:
Patient reports pain, clicking and a feeling of looseness in the hip. Doctors notes indicate the patient has elevated metal ion levels. Update: a report has been received stating that patient was revised (B)(6) 2011 to address pain and metal wear. The head and liner were changed. Update: 1/29/2013 - litigation papers received. It is alleged that the patient suffers from pain, discomfort, inflammation, elevated metal ions, difficulty ambulating, as well as a loose/and or popping sensation. Upon revision, metallic debris and fluid collections were noted. All products have been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bp8bg4000, b2fj81000, bg8cr1000, and 2402643. A search of the complaint database finds additional reported incidents against lot codes bl6c34000 and 2398828 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.